Event description:
It was reported that the light turns off after a few minutes. Allegedly, there is no reading of brightness and there is no manual control over the bulb brightness. It is further reported that the bulb has less than 500 hours life.

Manufacturer narrative:
Additional information will be provided once investigation is completed.